Manufacturer narrative:
Findings: unit received with cracked and bleeding fully lcd glass. Unable to verify frozen screen or blank display due to lcd anomaly. Unit received with minor scratched display window.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was mg/dl at the time of the incident. The customer sent the product back for analysis.